Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and there was a small crack on the lower left front corner. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 7 years old. Cleaned and greased the whole motor assembly, replaced leadscrew also replaced clutch halves for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).